Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt's wife reported her husband has been having issues with bent infusion set cannulas causing his blood glucose to go up to over 400 mg/dl. Pt's normal blood glucose range is around 150 mg/dl or lower. Wife stated he treated himself by bolusing and his blood glucose would not come down. Wife reported the pt would take his infusion site out and it would be bent so he would put a new one in and bolus and this would lower his blood glucose. Wife stated when the pt prime, insulin did not drip from the end of the infusion tubing. Wife reported there were no issues with preparation, insertion and the infusion sites did not leak. Pt uses the insertion assist plus device to insert the infusion sets. Wife stated the pt began noticing the issue 3-4 hrs after inserting the infusion set. Wife reported the issue first occurred when the pt started using the infusion sets in (B)(6) 2010. Wife stated the issue has occurred more than once. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.